Event description:
It was reported to philips that the system was given error message "fluoro not possible". The device was in clinical use at the time of reported event. No harm was reported to philips. Philips has started an investigation of this complaint.

Manufacturer narrative:
Philips has investigated this complaint. According to the additional information collected, a procedure continued when the issue happened, and device is unusable for 24 hours and procedure was completed by moving the patient to another room. The philips field service engineer (fse) inspected the system onsite and confirmed the exposure issue. Analysis of system log file by fse showed an error on the flashlight and a lit r1 led. The part analysis confirmed that the flashlight failure. To resolve the issue, the fse replaced the flashlight. After replacement of flashlight, the system was returned to use in good working order. The codes were updated based on the investigation outcome.